Event description:
It was reported that the customer's insulin pump has moisture under the display screen. Customer's blood glucose level at the time 116mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot, and a scratched case. No moisture damage was noted on the motor assembly or electronic assembly during the visual inspection.